Manufacturer narrative:
The sample was returned and visual examination showed that the shape returned unit had been altered using the stylet wire. The stylet wire was removed and inflation/deflation testing was successful. There was no fault found with the device. The probable root cause is that the cuff test was carried out when the shape of the tube was incorrectly altered with the stylet wire. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that an endobronchial tube failed to inflate or deflate. It was reported that a second device was required.